Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump had a blank display. Customer's blood glucose was 470 mg/dl, has not treated. Troubleshooting was performed. Customer was advised to disconnect from the device. Customer is calling after receiving a new battery cap. No physical damage, moisture exposure, or it hasn't been dropped or bumped. Battery type used is active energer. No damage or corrosion noted in the battery compartment. Customer inserted a new battery and cleaned the compartment and the display did not turn back on. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.